Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display was discolored. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display screen remained blank when the pump was powered on. The pump had audible tone and vibratory function when the pump was powered on. The pump was opened for investigation and on inspection, the display screen was found to be damaged/cracked. Investigation did not confirm a dim/faded/discolored display screen as the original complaint alleged; however, the display screen was found to be damaged and inoperable.